Event description:
The customer reported the system displayed overload error messages resulting in a system shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable and igbt snubber fuse were replaced. The system was then found to be operating as intended.